Manufacturer narrative:
The devices were returned to the MFR and have been analyzed as follows: three devices were received without the original packages. Microscopic evaluation of the three devices revealed no anomalies on the tubes, needles or wings; however, the white spring clamps were broken upon receipt. A trend analysis was performed on similar incidents for this catalog number and a trend has been identified. The facility's report of device breakage has been comfirmed. The MFR is currently investigating possible causes/factors which may have contributed to the increased breakage of the device clamps for this device. No further info is available at this time.

Event description:
On 05/13/1997, the facility contacted the MFR and reported that an infusion set was taken out of the package and the wings snapped off, as if it were "dried out". The same thing reportedly happened with the second and third infusion set. The fourth infusion set worked as expected. The packaging for the three failed infusion sets was stated to have been discarded; however, the three infusion sets are available for evaluation.